Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Facility initially reported the items have broken tips. No pt injury. On (B)(6) 2011, customer reports that this device is used to manipulate crowns and the doctor is concerned that there is potential for the tips to be swallowed when they break off.